Event description:
Pt activated a new device on (B)(6) 2010, filling it with insulin from his previous pod. It wasn't enough insulin to activate the new one (no double beep), so he put needle into pod again and pushed some air into, at which time it beeped. Pod went ahead and primed and activated. At 9:30 am, with a blood glucose of 320 mg/dl, he injected 61 grams of carbohydrate and took a 9.9 unit insulin bolus. At 12:12 pm, his bg was 296 mg/dl; he ate 73 add'l carbohydrate grams and took 10.4 add'l units of insulin. His bg remained elevated despite multiple insulin boluses, reaching "high" (>500 mg/dl) by 8:03 pm. He went to the emergency room around 10:30 pm, but continued to test (all results were "high) and bolus until 11:45 pm.

Manufacturer narrative:
The returned device was evaluated and found to be functioning as expected. No malfunction or other product condition that could have contributed to the pt's hyperglycemia was detected. Despite the customer's report of intentionally injecting air into the insulin reservoir, no air bubble was found in the pod during eval. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns, "never inject air into the fill port. Doing so may result in unintended or interrupted insulin delivery," and cautions. "Do not insert the fill syringe into the fill port more than once." When treating for hyperglycemia it recommends, "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."